Manufacturer narrative:
In the absence of the product, clariance can not go ahead in its investigation. The exact reasons for this incident remain undetermined. However clariance suspects that a bad insertion of the screw is the cause of this issue. Indeed a similar case happened in (B)(6) and for which a corrective action was put in place. Indeed, a tips and tricks was made to explain how to insert the screw in the plate without exploding the sleeve.

Event description:
It was reported to us that during idys alif surgery in level l4-l5, upon final tightening of the screw, the sleeve came out of the plate. The sleeve was retrieved and disposed by the surgeon . As a consequence, 3 screws were used instead of 4 to secure the plate. Originally planned in the pre-op strategy, pedicle screws were inserted posteriorly.